Event description:
It was reported that while suturing during a da vinci si myomectomy procedure, one side of the flat plate at the tip of the mega needle driver instrument fell into the patient. The procedure had been in progress for 3.5 hours when the malfunction occurred. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the carbide insert was detached from one grip. The brazing surface on the affected grip exhibits some voids in the filler material. A couple of scratch marks were also observed on the outer surface of the grip. The detached carbide insert was returned with the instrument. No other damage was found.